Event description:
During evaluation of the returned device, the adhesive part of the light guide lens was peeled off due to handling. In addition, there was a gap at the tip of the adhesive part, or dirt entered the lens through the gap. There was no patient or user injury reported.

Manufacturer narrative:
In addition to the reportable malfunctioned that was mentioned in describe event or problem, the following additional evaluations were noted: the water tightness was not maintained due to holes in the curved rubber caused by external forces. There were scratches on the switch box due to external factors. The bending angle is insufficient due to the elongation of the angle wire. There was a play in the control knob due to a stretched angle wire. There were scratches on the tip cover, operation part, u/d and r/l control knobs, grip, universal cord, scope connector side due to external factors. There was a dirt that is difficult to remove is found on the tip cover due to handling. Corrosion of the electrical connector due to handling. The device was serviced and returned to the user facility. The investigation is ongoing and if new information becomes available later, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress during operation, external factors, or handling. Olympus will continue to monitor field performance for this device.